Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead damage during explant procedure for another right ventricular (rv) lead. The damage was intentional. The physician caused the damage using a needle in order to maintain subclavian access and decided to replace the lead immediately. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead damage during explant procedure for another right ventricular (rv) lead. The damage was intentional. The physician caused the damage using a needle in order to maintain subclavian access and decided to replace the lead immediately. No adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct the fields b1, b2, g3, h1 and h6. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. The complaint was confirmed based on a cut in the insulation, approximately 203 mm from the terminal pin. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin.